Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" short needle u-100 the stopper was discovered to be deformed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the stopper was slanting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: the customer returned (3) 0.3ml 30ga syringes, reporting damaged stopper. The syringes were visually inspected and observed minor deformation to the stopper on all the returned samples. Based on the samples returned, embecta was able to confirm the customer-indicated failure. A review of the device history record was completed for batch #2087442. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" short needle u-100 the stopper was discovered to be deformed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the stopper was slanting.